Manufacturer narrative:
Ge field engineer (fe) examined the system and determined that the foot pedal would not fully return to it's starting position when pressed, preventing the locks from engaging. The fe found that the standoff screws were not properly adjusted to allow the pedal to fully return to the starting position. The fe adjusted the screws and verified that the table locks engage.

Event description:
It was reported that the table locks did not actuate when the operator released the foot pedal, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.